Manufacturer narrative:
Additional information h6, h11. H11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the photo and video showed that the set deaeration chamber was cracked, which allowed the reported leakage during therapy. The leak was not observed during the priming process. The damage was not noted during the manufacturing visual inspection process or leak testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component damage was determined to be related to use error, specifically the improper handling of the product during or after unpacking or during use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the deaeration chamber of a prismaflex m150 set approximately 10 minutes after the start of continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.